Manufacturer narrative:
The calibration was last performed on 23-sep-2025, and it was acceptable. The alarm trace showed sample foam detection and sample short alarms. These are indicators of a possible poor sample quality. The service actions performed by the field service engineer (flushing the vacuum and the sipper nozzles) resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 9 patients¿ samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium and chloride. Patient 1: na: initial result: 152.2 mmol/l. Repeat result: 138.9 mmol/l. Patient 2: na: initial result: 152.9 mmol/l. 1st repeat result: 137.5 mmol/l. 2nd repeat result: 135.5 mmol/l. Cl: initial result: 115.3 mmol/l. 1st repeat result: 104.2 mmol/l. 2nd repeat result: 102.7 mmol/l. Patient 3: na: initial result: 142.8 mmol/l. Repeat result: 152.1 mmol/l. Patient 4: na: initial result: 149.3 mmol/l. 1st repeat result: 134.1 mmol/l. 2nd repeat result: 134.9 mmol/l. Cl: initial result: 109.8 mmol/l. 1st repeat result: 99.5 mmol/l. 2nd repeat result: 100.0 mmol/l. Patient 5: na: initial result: 145.2 mmol/l. Repeat result: 152.5 mmol/l. Patient 6: na: initial result: 149.0 mmol/l. 1st repeat result: 135.8 mmol/l. 2nd repeat result: 136.5 mmol/l. Patient 7: na: initial result: 152.7 mmol/l. 1st repeat result: 140.7 mmol/l. 2nd repeat result: 139.4 mmol/l. Patient 8: na: initial result: 154.7 mmol/l. 1st repeat result: 141.9 mmol/l. 2nd repeat result: 143.2 mmol/l. Patient 9: na: initial result: 149.0 mmol/l. 1st repeat result: 135.8 mmol/l. 2nd repeat result: 136.5 mmol/l. The qc went out of range after the samples were initially tested, prompting the repeat of the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The sodium electrode lot number was elh46 with an expiration date of 06-jul-2026. The chloride electrode lot number was emv64 with an expiration date of 06-may-2026. The qc was within range prior to the sample measurements. The field service engineer found that the vacuum nozzle and the sipper nozzle were clogged. He flushed the vacuum and the sipper nozzles. He then performed an ise mechanical check and calibration with successful results. The instrument was performing within specifications. The investigation is ongoing.